Event description:
During a diagnostic laparascopic procedure the surgeon used the 35nlt to gain abdominal access with the scope. The entire deep cone seal assembly became dislodged from the trocar when the obturator was removed. There was no pt consequence.